Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the foreign material could not be identified, and the nozzle was not found deformed. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) medical clinic. The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the water removal ability and air supply volume were below standard values due to the nozzle being clogged. The bending angle of the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. It was also noted that various parts had scratches/dents/wrinkles. The switch 4 was defective and did not function due to damage. The control body was discolored and the paint on the suction cylinder and the coating on the universal cord was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor water supply. Upon inspection and testing of the returned device, it was noted that the nozzle had foreign objects in it due to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.